Manufacturer narrative:
H3: the marathon micro catheter (model: 105-5056 lot: not reported) was returned for analysis within a shipping box and within primary and secondary plastic pouches. The marathon was returned with a 1ml syringe attached to hub with ~0.3ml of liquid onyx within the syringe barrel. The 1ml syringe was removed from the marathon hub. The marathon total length was measured to be ~171.7cm (reference: 170.0cm), the useable length was measured to be ~165.4cm which is within specification (specification: 165.0cm ± 2.5cm) and the distal floppy length was measured to be ~25.5cm which is within specification (25.0cm +2.0cm -1.0cm). Onyx residue was found within the marathon hub. No bends or kinks were found with the marathon catheter body. No damages were found with the marathon distal marker/tip. The marathon distal tip lumen was found to be occluded with solidified onyx residue. The entire surface of the marathon catheter body was examined under magnification. The marathon catheter body was found to be ruptured at ~7.0cm from the distal tip. The marathon micro catheter was pressurized with water and found non-patent as it was found to be occluded with the onyx. The remaining onyx will not be returned as it was consumed in the event. No other anomalies were observed. There was an indication that the event could be related to a potential manufacturing issue; however, a device history record review could not be performed as the lot number was not reported. Based on the device analysis and reported information, the customer¿s report of ¿catheter rupture¿ was confirmed. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance or pauses longer than two minutes. It was reported there was no resistance during injection and the pause were less than two minutes. However, information regarding the injection rate or use of palm of hand pressure was not provided. Therefore, any contributing factors could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The marathon catheter has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Related mdrs for this event: 2029214-2019-00617 2029214-2019-00618. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that marathon catheter ruptured during the onyx embolization. The rupture was in the distal section of the catheter. No resistance was felt during the use of the devices. The patient was undergoing embolization treatment for an arteriovenous fistula (avf). It was reported that very small but get imbedded in the wrong location. The patient was treated with coil and onyx. The anatomy was reported to have been moderate in tortuosity. There were no reports of patient injury in association with this event.

Manufacturer narrative:
Correction on related mdrs number for this event related mdrs for this event: 2029214-2019-00618 2029214-2019-00619. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.